Event description:
It was reported that during implant procedure, it was difficult to insert the lead into the defibrillators header. Different devices were changed out but were unsuccessful. The lead was not implanted and replaced. No further information was available.

Manufacturer narrative:
Final analysis confirmed that the insulation adjacent to the small sealing rings was out of specification at 2.762 mm which contributed to the inability to insert the lead.